Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and reproduced the problem. The asp found a malfunctioning power supply. However, customer has not approved this repair. The device is not in use. The customer does not respond to quote to repair. Device resolution data not available. The initial evaluation seems to indicate a malfunctioning power supply. However, repair was not performed to verify this malfunction. No final confirmed conclusion can be determined. The customer does not respond to the quote to repair.

Event description:
The customer called into philips to report the device has an error. The device will not switch on. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report the device has an error. There was no reported patient involvement/adverse patient impact.